Manufacturer narrative:
(B)(4). The iol was received and diopter measured correct as labeled, 29.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 3 weeks after implant. Reason stated was refractive error. The explanted iol was replaced with a higher diopter iol.